Event description:
It was reported that the system would not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc board and associated cabling were evaluated and replaced. The system was tested and found to be working as intended and returned to service.